Manufacturer narrative:
The customer contacted siemens to report that a falsely depressed cyclosporin (csa) patient sample test result was obtained from an atellica im 1600 instrument. The customer reported that the cyclosporin test result was approximately 50% lower than expected based on the patient's history of cyclosporin test results. Siemens is investigating the issue.

Event description:
A falsely depressed cyclosporin (csa) patient sample test result was obtained from an atellica im 1600 instrument. The test result was reported to a physician(s) who reportedly thought the test result was too low given the patient's history of prior cyclosporin test results. The sample was not repeated. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed csa result.

Manufacturer narrative:
The initial MDR was submitted on 15-jun-2021. Additional information (19-aug-2021): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the air pump and tubing to resolve a sample aspirate maximum pressure is too high/too low event. The cse ran an auto-check with acceptable results. A new lot of cyclosporin (csa) reagent was sent to the customer and a 12 sample correlation study between two siemens atellica im 1600s and a dimension vista was performed by siemens personnel. The two atellica platforms were found to be comparable to each other but were different from the dimension vista. The siemens csa assay is traceable to an internal standard manufactured using highly purified cyclosporine (usp grade) and is not standardized, and does not claim to be comparable, to dimension vista. Different assay design and instrument architecture can have a role in differing performance between systems. Siemens reviewed the available data and concludes the customer's method comparison did not use an adequate number of samples across the analytical measurement range (amr). The cause of the falsely depressed csa test result from an atellica im 1600 versus a dimension vista is an inadequate correlation study between the instruments. The instrument is performing within specifications. No futher evaluation of the instrument is needed. Section h6 adverse event problem codes were revised.